Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: mariotti f, castagnini f, de paolis m, montalti m, diquattro e, cosentino m, bordini b, traina f. One-stage complete eradication and revision hip due to pseudotumor in metal-on-metal hip arthroplasty. Ann jt. 2023 mar 29;8:14. Doi: 10.21037/aoj-22-45. Pmid: 38529239; pmcid: pmc10929316. Objective/methods/study data: the purpose of this study is to analyze the surgical treatment and the clinical and radiographic 3-year outcomes of mom arthroplasty revisions due to pseudotumor treated with a strategy of excision and revision. 21 patients were involved in the study and underwent revision. 8/21 acetabular components were depuy (3 asr and 5 pinnacle) and the remaining competitor. 6/21 stems were depuy (3 proxima and 3 corail) and the remaining competitor. The implants placed at revision are not mentioned/unknown. The outcomes after revision will not be captured within the event description, but rather the known revisions for the depuy products listed above. Depuy synthes devices that were used in this study: unk hip acetabular cup asr, unk hip femoral head metal asr, unk hip femoral head metal articuleze, unk hip acetabular liner metal pinnacle other devices that were used on the patient at the time of the event: unk hip femoral stem corail, unk hip femoral stem proxima, unk hip acetabular cup pinnacle, adverse event(s) and provided interventions possibly associated with unk hip acetabular cup asr (qty 3) 3 revisions due to metallosis, pseudotumor, synovitis, soft tissue injuries, and bone cysts. Adverse event(s) and provided interventions possibly associated with unk hip femoral head metal asr (qty 3) 3 revisions due to metallosis, pseudotumor, synovitis, soft tissue injuries, and bone cysts. Adverse event(s) and provided interventions possibly associated with unk hip acetabular liner metal pinnacle (qty 5) 5 revisions due to metallosis, pseudotumor, synovitis, soft tissue injuries, and bone cysts. Adverse event(s) and provided interventions possibly associated with unk hip femoral head metal articuleze (qty 5) 5 revisions due to metallosis, pseudotumor, synovitis, soft tissue injuries, and bone cysts.

Manufacturer narrative:
Product complaint # (B)(4). The following literature cite has been reviewed: mariotti f, castagnini f, de paolis m, montalti m, diquattro e, cosentino m, bordini b, traina f. One-stage complete eradication and revision hip due to pseudotumor in metal-on-metal hip arthroplasty. Ann jt. 2023 mar 29;8:14. Doi: 10.21037/aoj-22-45. Pmid: 38529239; pmcid: pmc10929316. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.